Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was a loss of right ventricle (rv) capture, even at maximum output. The device had reached elective replacement indicator (eri), and at the device replacement procedure, capture was found to return once the rv lead was connected to a new device. It was suspected that the previous device may not have had sufficient output to obtain capture. The implantable pulse generator (ipg) was removed and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced.